Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj.) Fortum (1 gram, route, duration and frequency not reported) and inj. Vancomycin (2 grams, route, duration and frequency not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.